Event description:
Caller reported that a malfunction occurred on the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted them in performing the reset.